Manufacturer narrative:
The following fields have been updated with additional/corrected information: b1, b5, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) confirmed with the customer that everything was functioning correctly and tested the main application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that the bd pyxis¿ medstation¿ es experienced repeated drawer failures. The customer indicated that they attempted to reboot the system, but the problem continues to occur. The customer confirmed experiencing a delay in medication dispensing. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported that the bd pyxis¿ medstation¿ es experienced repeated drawer failures. The customer indicated that they attempted to reboot the system, but the problem continues to occur. The customer confirmed experiencing a delay in medication dispensing. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.